Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the left master tool manipulator (mtm) on the surgeon side console (ssc) 2 stopped working. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the surgeon switched to the ssc 1 to continue. No further troubleshooting could be done. The tse confirmed the issue and found error 25521, pointing to the left mtm in ssc 2. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) due to a homing failure. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor reproduce the reported failure. Visual inspection was performed and revealed the button pads and gimbal grip pads were worn out. The mtm was installed onto an in-house system and powered up. The sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.